Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned shim exhibited signs of repeated use (nicked/gouged) and one of each of the springs and ball bearings was disassembled and not returned for evaluation. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional shim was found to be missing its ball bearings. No adverse events were reported as a result of this malfunction. Attempts have been made, however, no additional information is available at this time.